Event description:
It was reported the patient did not have concerns regarding their device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, reports of prior bladder infection and frequency are not related to event and belong in manufacturer's report # 3004209178-2015-00690. Report of diarrhea is not related to event.

Event description:
It was reported, the patient was going to the bathroom every two hours due to a bladder infection. Reprogramming was performed. The infection cleared up. About three months later, the patient was experiencing retention in the morning. Three hours later, the patient would take a diuretic along with other medication and drink coffee to resolve the issue. The patient had just finished a medication course for a bladder infection, hemorrhagic cystitis. The patient¿s bowel therapy was working, but they still had diarrhea. They did not expect therapy to cover the diarrhea. The patient had irritable bowel syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0clu3, implanted: 2013 (B)(6); product type lead. (B)(4).